Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 6mm maryland bipolar forceps instrument was analyzed and found to have the molded insulator broken. As a result the grip tip became dislodged and the conductor wire was broken. The broken piece measures approximately 1.90mm x 9.90mm in size. The broken piece was not returned. The root cause of this failure is attributed to user. Additional findings not reported by site. The instrument was found to have one of the grip tips dislodged. The dislodged grip tip was not returned with the instrument. . The complaint regarding forceps tip broken was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument tip was broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the tip was inspected before usage and therefore noticed that the tip was broken. All other information requested was unable to be answered.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the maryland bipolar forceps instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
The instrument was further investigated by failure analysis engineer. Initial failure analysis was confirmed. The instrument exhibits a broken molded insulator on the lower grip. No additional findings were observed. The grip base does not appear to be bent on the grip with the broken molded insulator, and the grip with the intact molded insulator does not appear to exhibit bending or physical damage.

Event description:
Refer to h11 for follow-up information.